Event description:
It was reported the pt was unable to charge the ipg without being interrupted with disconnection. A new charger was sent to the pt. Attempts to determine if the issue was resolved with the replacement were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.